Manufacturer narrative:
At this time no conclusions can be made. As reported, the patient underwent revision surgery to repair the hernia defect and removal of migrated, adhered mesh. Based on the limited information, the cause of the recurrence and post-op complications cannot be determined. Hernia recurrence and adhesion are known inherent risks of surgery and are listed in the instructions-for-use as a possible complication. No lot number has been provided therefore a review of the manufacturing records is not possible at this time. Should additional information be provided a supplemental emdr will be submitted. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. Not returned.

Event description:
The following was alleged by the patient's attorney: on (B)(6) 2016: the patient underwent surgery for implant of an unspecified bard/davol ventralex st. On (B)(6) 2016: the patient underwent revision surgery to repair the hernia defect and removal of migrated, adhered mesh the patient is making a claim for an adverse patient outcome against the ventralex st. The patient's attorney alleges general allegations for ¿past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient.¿

Manufacturer narrative:
At this time no conclusions can be made. As reported, the patient underwent revision surgery to repair the hernia defect and removal of migrated, adhered mesh. Based on the limited information, the cause of the recurrence and post-op complications cannot be determined. Hernia recurrence and adhesion are known inherent risks of surgery and are listed in the instructions-for-use as a possible complication. No lot number has been provided therefore a review of the manufacturing records is not possible at this time. Addendum: this supplemental emdr is submitted to document additional information provided. Based on the additional information provided, there is no change to the initial determination, no conclusions can be made. Per medical records review, about 6 months post implant of ventralex st mesh, patient was diagnosed with hernia recurrence, adhesions thereby underwent repair with mesh removal. The instructions-for-use supplied with the device list hernia recurrence, adhesion as a possible complication(s). Review of manufacturing records confirms product was manufactured to specification. Note, the manufacturing date (15-oct-2015) is considered to be a best estimate. Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : not returned.

Event description:
The following was alleged by the patient's attorney: (B)(6) 2016: the patient underwent surgery for implant of an unspecified bard/davol ventralex st. (B)(6) 2016: the patient underwent revision surgery to repair the hernia defect and removal of migrated, adhered mesh. The patient is making a claim for an adverse patient outcome against the ventralex st. The patient's attorney alleges general allegations for ¿past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient.¿ addendum per legal complaint no.: (B)(4). It is alleged by the patient's attorney that on (B)(6) 2016, the patient underwent surgery for implant of an unspecified bard/davol ventralex st. It is alleged that on (B)(6) 2016, the patient underwent revision surgery to repair the hernia defect and removal of migrated, adhered mesh. As alleged, on (B)(6) 2017, the patient underwent surgery for implant of an unspecified bard/davol bard mesh. As reported, the patient is only making a claim for an adverse patient outcome against the ventralex st. As reported, the attorney alleges general allegations for ¿past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient.¿ addendum per additional information provided: (B)(6) 2016 - patient was diagnosed with recurrent umbilical hernia thereby underwent robotic repair with the implant of ventralex st (device #1). Per operative notes, ¿noted the hernia sac. A piece of ventralex st hernia patch (device #1) was placed into the abdomen, and a small incision was made in the umbilicus.¿ (B)(6) 2016 - patient was diagnosed with recurrent ventral incisional hernia thereby underwent repair with removal of mesh (device #1). Per operative notes, ¿the small bowel was densely adherent to the mesh and dissected it out. Exposed the fascial edges of the hernia, which was at the umbilicus. The mesh had been removed and released the rectus muscles.¿ (B)(6) 2017- patient was diagnosed with complex incarcerated recurrent ventral incisional hernia thereby underwent open repair with the implant of bard flat mesh (device #2) & phasix mesh (device #3). Per operative notes, ¿there were very dense scar of the rectus abdominis muscles, both on the left & right side. A bard flat mesh (device #2) was placed into the retro rectus space and secured on the left & right side. An onlay phasix mesh (device #3) was placed and secured in an interrupted fashion.¿ attorney alleges that the patient had adhesions, mesh shrinkage, pain, hernia recurrence and rectus diastasis.